Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead triggered an alert for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.